Event description:
I have been using this cgm for about five years and it has been a nonstop series of failure with their product. I have sat through numerous instructional phone calls and spoke with my doctor concerning the application and care of the cgm and am convinced that the problem lies with them not me. I have experienced numerous and dangerous erroneous readings that are off by 50 points or more high or low. In the past they have readily replaced the defective cgm but now are refusing to even speak with me. At this point I am searching for a replacement product but felt as though this dangerous medical device needed to be reported to the proper authorities. I also feel as though this medical company deserves some scrutiny on their business practices. Given their recalls in the past on this device they are clearly aware of the issues they are having with this device and for them to refuse replacement is unreasonable. My insurance company provides my cgm but when they refuse to replace a failed sensor the cost of replacement falls on me at about $100 per sensor, causing me to go without. I appreciate your attention on this matter and hope that this information is beneficial to both you and others in my same situation. Product details: abbott serial # (B)(6).